Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, a broken belt clip slot, and broken reservoir tube lip.

Event description:
It was reported that the up button on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 220 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.